Manufacturer narrative:
Patient weight was approximately (B)(6) pounds. Return requested. Replacement device shipped to site 06/23/2016. Medtronic investigation of returned suspect device finds that the navigation system powers-up, post's and boots to log-in screen. No ram errors reported. Unable to access smart data on hdd. Checking hdd with phd for errors. System has passed phd diagnostics and pending final functional checks. No fault found. On 06/28/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Navigation system computer would not start-up. The medtronic representative replaced the computer. Issuer resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system become unresponsive on the select patient screen and register screen. The medtronic representative re-started the navigation system multiple times and in the software the system would still become unresponsive. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.